Manufacturer narrative:
The device was not returned to olympus for inspection, therefore the customer's reported issue could not be confirmed. Based on the results of the investigation, a root cause could not be determined as the device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed an error malfunction code. The reported event occurred during a painless gastroscope exam for an abdominal distention and the procedure was completed after some delay using another device. There were no reports of patient harm.